Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 4, 2017 revealed that the comb, roller, and gear were all damaged. It was also noted that the device has never been in for repair. The test mesh using the customer¿s mesher and ratchet was unable to be performed due a damaged comb and the calibration test could not be performed for the same reason. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 4, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, and washers. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the skin graft mesher revealed that the device produced a passing sample graft and was within calibration specifications. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was missing a bolt on the roller. On december 22, 2016 additional information was received confirming there was no harm, injury or adverse event to the patient or operator. There was also no extension in the surgery and the surgeon was able to use a scalpel and other techniques to finish the procedure. Initial inspection of the returned skin graft mesher on january 4, 2017 revealed that the comb, roller, and gear were all damaged.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6), 2016, it was reported that the device was missing a bolt on the roller. On (B)(6), 2016, it was clarified that the issue occurred on approximately (B)(6), 2016, as that is when the bolt was noticed to be missing. They stated that it is unknown when the bolt was lost but they are assuming during cleaning/processing as the bolt wasn't noticed to be missing until the device was being opened to use. It is unknown if a patient was involved due to the fact they are unsure when the bolt went missing from the device. It was noted however that there was no harm or injury to the patient or operator. There was no extension or delay to the procedure and there was no need for additional procedures. There was not another device used to complete the procedure and a scalpel and other techniques were utilized. There were no contributing conditions related to the reported event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4), was manufactured on january 10, 1996, is over 19 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the comb, roller, and gear were all damaged. It was also noted that the device has never been in for repair under the sap system. The test mesh using the customer¿s mesher and ratchet was unable to be performed due a damaged comb and the calibration test could not be performed for the same reason. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable as the service technician did not note if the device was missing a bolt on the roller. The root cause of the reported event could not be determined as the service technician did not note if the device was missing a bolt on the roller; however the issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, and washers. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.